Event description:
Customer reported changing her medication based on readings and has been experiencing symptoms. Customer notes she, " maybe lost consciousness due to too much insulin." Symptoms included: "low blood sugar." She was treated with glucose gel and apple or grape juice.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing.